Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a button error on her insulin pump. The buttons are unresponsive. Customer's blood glucose is unknown. He stated his car seatbelt may be pressing the buttons down. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.